Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure with this right ventricular (rv) lead, the patient became hypotensive. There was no capture with the rv lead. A stat echocardiogram was performed that revealed the rv lead perforated. A pericardial window was performed in the operating room with a cardiothoracic surgeon. The patient was transferred to the intensive care unit (ICU) following the procedure for observation. The following day the device was interrogated and all lead measurements were within normal limits. The patient was awake and coherent at the time of the interrogation. The rv lead remains in service.